Event description:
As reported to coloplast though not verified, patient was implanted with novasilk mesh. Later the patient experienced mesh erosion, and exposure, malodorous vaginal discharge, submucosal hemorrhage/hematoma resulting in separation of the vaginal mucosa, dyspareunia, mixed urinary incontinence and an anterior vaginal wall defect. An excision of the mesh, primary closure of the vaginal mucosa and an anterior vaginal wall repair were performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.